Manufacturer narrative:
Unit received motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test, basic occlusion, occlusion, prime and excessive no delivery test due to constant motor error alarm. Unable to verify the motion sensor test failure alarm due to constant motor error alarm. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that the insulin pump had alarmed a motor error and pump error indicating motion sensor test failure. The customer¿s blood glucose during the incident was between 321 mg/dl and 530 mg/dl. The device was exposed to magnetic resonance machine. The alarms were occurring while rewinding the insulin pump. Troubleshooting was performed. The customer was unable to complete the insulin pump due to the pump error alarm. The motor error alarm recurred during normal use. The device failed the displacement test. The insulin pump will be returned for analysis.